Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included morbid obesity (bmi= 44.594). Concomitant products included antibiotics, labetalol, ondansetron (zofran) and oxybutynin hydrochloride (ditropan). In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)/ painful intercourse"), nausea ("nausea"), amnesia ("neurological conditions or problems ¿memory loss") and ovarian cyst ("other injuries ¿ ovarian cysts/ other injury(ies) or complication(s)- please describe: ovarian cysts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), skin disorder ("rashes or skin conditions ¿ small bumps/ skin problems"), skin swelling ("rashes or skin conditions ¿ swelling/ skin problems"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), abdominal pain upper ("pain front of stomach, sides") and abdominal distension ("bloated") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, tubal ligation). Essure was removed in 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, nausea, vaginal discharge, ovarian cyst, abdominal pain and abdominal pain upper outcome was unknown, the dyspareunia had resolved and the fatigue, amnesia, skin disorder, skin swelling, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, amnesia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, ovarian cyst, pelvic pain, skin disorder, skin swelling, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2019: plaintiff fact sheet received : incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, nausea, amnesia, pelvic pain, skin disorder, skin swelling, vaginal discharge, weight increased, ovarian cyst, abdominal pain, abdominal pain upper, abdominal distension, device monitoring procedure not performed. Verbatim ¿skin problems¿ clubbed with ¿skin disorder¿ and ¿skin swelling¿. Outcome of event ¿dyspareunia¿ updated to ¿recovered/resolved¿. Outcome of events ¿abdominal distension, fatigue, skin disorder, skin swelling, weight increased, amnesia¿ updated to ¿recovering/resolving¿. Severity of events ¿ abdominal pain, abdominal pain upper¿ updated. Event onset dates updated. Removal date updated. Concomitant products added. Reporter information, patient details, product indication updated. Plaintiff fact sheet received : incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, nausea, amnesia, pelvic pain, skin disorder, skin swelling, vaginal discharge, weight increased, ovarian cyst, abdominal pain, abdominal pain upper, abdominal distension, device monitoring procedure not performed. Verbatim ¿skin problems¿ clubbed with ¿skin disorder¿ and ¿skin swelling¿. Outcome of event ¿dyspareunia¿ updated to ¿recovered/resolved¿. Outcome of events ¿abdominal distension, fatigue, skin disorder, skin swelling, weight increased, amnesia¿ updated to ¿recovering/resolving¿. Severity of events ¿ abdominal pain, abdominal pain upper¿ updated. Event onset dates updated. Removal date updated. Concomitant products added. Reporter information, patient details, product indication updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included morbid obesity (bmi= 44.594). Concomitant products included antibiotics, labetalol, ondansetron (zofran) and oxybutynin hydrochloride (ditropan). On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)/ painful intercourse"), nausea ("nausea"), amnesia ("memory loss") and ovarian cyst ("ovarian cysts/ other injury(ies) or complication(s)- please describe: ovarian cysts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloated"), back pain ("pain: back"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), skin disorder ("rashes or skin conditions ¿ small bumps/ skin problems"), skin swelling ("rashes or skin conditions ¿ swelling/ skin problems"), abdominal pain upper ("pain front of stomach, sides") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, vaginal discharge, female sexual dysfunction, nausea, ovarian cyst, abdominal pain upper and psychological trauma outcome was unknown, the abdominal distension, fatigue, amnesia, skin disorder, skin swelling and weight increased was resolving and the dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, amnesia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, ovarian cyst, pelvic pain, psychological trauma, skin disorder, skin swelling, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received - new events added - pain: back and psych injury were added. Essure indication, date of insertion and removal was updated. Patient details were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.